Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned batteries and the device performed to specification. Review of the clinical data, device evaluation, and communication with the customer determined that the reported event was due to depleted batteries. However as part of the investigation, we learned the device did not alert the user prior to the event based on how the unit was stored. Review of the clinical data indicated the device was in a red x state prior to the incident due to no electrode pads attached, which prevented the device from alerting the customer until the time of the event when electrodes were attached. The device operated per specifications and warned the end user prior to and during the reported event that the device was not ready for use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a (B)(6) male patient, the device inappropriately shut down. Complainant indicated that the clinician performed CPR to continue treating the patient until another monitor arrived. Complainant indicated that the patient subsequently expired.